Event description:
During prep of the device for cardiopulmonary bypass procedure, the user reported that wires were exposed. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.